Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed differences could not be attributable to a clear root cause. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. Post re-link, additional monitoring showed that bg values met sg trends well, with occasional differences due to lag between the sg and bg inherent to sensing technology. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.